Event description:
Avid medical is the manufacturer of a custom procedure tray that contains a warmer drape part # ors-300n manufactured by (B)(4). Avid medical received a complaint on (B)(6) 2015 originated by (B)(6) reporting a tear in a warmer drape. The complained drape was available for evaluation. Avid medical issued formal complaint #(B)(4) to the manufacturer (B)(4) stating a warmer drape tore - part # ors-300n. The following warmer drape lot #'s were used to build avid medical's custom procedure tray d151391rc, d151401rc, da152591, d152651, d152661. Arrangements were made by (B)(4) to retrieve the complained drape for evaluation. No patient injury was reported.